Event description:
As reported from our affiliates in (B)(4) this was a case involving a 29mm sapien 3 transcatheter heart valve in aortic position. During a very difficult case of transaortic valve replacement due to large annulus size, the balloon burst during inflation, causing the valve to fall into the left ventricle. Surgery was initiated. The transcatheter heart valve was removed and a surgical valve was implanted successfully.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for balloon burst was unable to be confirmed due to unavailability of the complaint device and /or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint description states, "a complication was present while insufflating balloon the balloon bust." While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information, a definitive root cause was unable to be determined at this time. However, it is possible that patient (calcification) and/or procedural factors (over-inflation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.